Event description:
Per the audiologist, the patient reportedly had a decrease in performance. The results of an integrity test in 2009 indicated normal receiver stimulator function with intermittent signal. Explant and reimplantation is planned but had not taken place at the time of this report.